Manufacturer narrative:
Patient information not available for reporting. Report is for one (1) unknown screw. Device was not implanted/explanted. Hospital contact phone number ¿ (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery to remove a philos proximal humeral plate on (B)(6) 2015 the tip of a screwdriver shaft stardrive t15 broke off when the surgeon forcefully tried to unlock a screw. The head of the screw was not torn out. The surgeon removed the head of the screw first and then removed the screw by utilizing a removal instrument. The surgery was extended for 30 minutes. No adverse consequences were reported. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).